Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net. Review of transmission revealed noise on the right ventricular lead. No intervention was performed. Patient was in stable condition and would continue to be monitored.